Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered a damaged battery; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.